Event description:
It was reported that the patient experienced chest pain and discomfort due to pneumothorax likely occurring during the implant procedure. Changes in medication changes were made. The issue resolved.